Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: the battery compartment was found to be cracked. There was evidence of moisture corrosion present in the battery canister and on the battery cap. The pump was unable to power on and was completely unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was visible moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.